Event description:
The lens was removed and replaced, due to the patient's report of dysphotopsia-glare.

Manufacturer narrative:
Lens was received and inspected under 10x magnification, no defects found. There is no evidence to suggest this adverse event is manufacturing related. The cause of the patient's report is undeterminable.